Event description:
Complainant alleged that while attempting to defibrillate three shocks to a (B)(6) female pt, the device was unable to discharge twice, delivered once, shut down and repowered and said "unit failed". Complainant indicated that the clinician opened up the sternum and manually messaged the pt heart. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.